Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60310 batch # 0036195630. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion (pe) with cardiac tamponade, (additional device required) and perforation (surgical intervention, blood transfusion, hospitalization, intensive care, medication required, rehabilitation). Risk review: a risk review was completed and confirmed that the events of pericardial effusion (pe) with cardiac tamponade, and perforation were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) was selected for use. Pre procedural tee identified a thrombus within the appendage. The physician cleared the thrombus and proceeded with an inferior mid transeptal puncture (tsp). After successful tsp, the sheath and pigtail catheter were advanced, and contrast imaging confirmed a superiorly oriented, anterior chicken wing appendage morphology with adequate depth. A 40mm wds was chosen. During deployment, the 40mm device repeatedly dislodged (kicked out) from the appendage. Attempts to reposition the device without reintroducing a pigtail catheter were unsuccessful. The physician then exchanged to a 35mm wds, which remained too proximal and similarly dislodged on repeated attempts. A further exchange was made to a 31mm wds. The 31mm wds was deployed with the flex ball deeply seated; however, the distal end appeared markedly compressed, and a tight waist was noted. Tee with color doppler indicated flow exiting the appendage into the pericardial space. A rapidly growing pericardial effusion developed. The procedure was stopped, and pericardiocentesis was performed, removing approximately 2l of blood. The patient received blood units and surgical consultation was obtained. The physician elected to leave the 31mm device in place to function as a plug. The patient was subsequently transferred to surgery, and the perforation was repaired via pericardial window. The closure device was left in place. The patient was sent to the intensive care unit (ICU) for recovery. The patient remained in the hospital and was discharged (B)(6) 2026 to a cardiac rehab facility.

Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) was selected for use. Pre procedural tee identified a thrombus within the appendage. The physician cleared the thrombus and proceeded with an inferior mid transeptal puncture (tsp). After successful tsp, the sheath and pigtail catheter were advanced, and contrast imaging confirmed a superiorly oriented, anterior chicken wing appendage morphology with adequate depth. A 40mm wds was chosen. During deployment, the 40mm device repeatedly dislodged (kicked out) from the appendage. Attempts to reposition the device without reintroducing a pigtail catheter were unsuccessful. The physician then exchanged to a 35mm wds, which remained too proximal and similarly dislodged on repeated attempts. A further exchange was made to a 31mm wds. The 31mm wds was deployed with the flex ball deeply seated; however, the distal end appeared markedly compressed, and a tight waist was noted. Tee with color doppler indicated flow exiting the appendage into the pericardial space. A rapidly growing pericardial effusion developed. The procedure was stopped, and pericardiocentesis was performed, removing approximately 2l of blood. The patient received blood units and surgical consultation was obtained. The physician elected to leave the 31mm device in place to function as a plug. The patient was subsequently transferred to surgery, and the perforation was repaired via pericardial window. The closure device was left in place. The patient was sent to the intensive care unit (ICU) for recovery. The patient remained in the hospital and was discharged (B)(6) 2026 to a cardiac rehab facility.